Event description:
The doctor claims that during an abdominal aortic aneurysm procedure, there was leakage of blood from 5 to 6 pinholes throughout the graft's [walls]. The exact quantity of blood lost through the graft and the duration of the leakage is unknown at this time. According to the report, the section that leaked was removed and another graft attached (sewn on). The procedure outcome, was successful ("worked"). The patient's condition was fine.